Event description:
It was reported that the lead alert triggered, and the lead exhibited low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly high voltage lead impedance trend data shows varying and low impedance for min defib active can on impedance and min svc defib impedance of 34 to 17 ohms range between (B)(4)-2009 and (B)(4)-2011.